Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 19.4 cm ¿ 20.8 cm from the connector pin consistent with lead friction to the device can, breaching the optim sheath only proximal to the suture sleeve tie impressions. The cable lumen and silicone insulation were not damaged at this location.

Event description:
This report is to advise of an event observed during analysis.